Manufacturer narrative:
(B)(6). One device was returned for evaluation. The introducer needle was returned without anchors or suture. The device was visually evaluated and the tip of the needle contained dried blood. The actuator rod is identified to be in the t2 pre-deployment position. The device was functionally tested and performed without issue. A review of the items kitted to the order did not identify any material discrepancies. A review of the nonconformance database did not find any issues with the manufacture of this lot. The failure mode cannot be confirmed, and the root cause is undetermined. No additional action is needed. (B)(4).

Event description:
During a lateral meniscus repair of the red and white area using an ipsilateral approach procedure it was reported that only one implant was found in the box, during the procedure. A backup was used. The t2 implant was missing from the device. There didn't appear to be any damage noted to the device, or the device packaging. This was noticed immediately, when the package was opened for the meniscus repair procedure. The procedure was able to be completed using a back-up device from the same lot. The patient was noted to be okay post-procedure. Additional contradicting information indicated that the first implant (t1) was removed and the surgeon is confident that all debris was removed; it does not remain in the patient unsupported.